Event description:
It was reported that a pericardial effusion and stroke occurred. A left atrial appendage (laa) closure procedure was being performed. The procedure was going as planned and the physician had performed the transseptal crossing. When the physician was exchanging for the watchman access system (was), a pericardial effusion was noted. The procedure continued. The pericardial effusion slowly grew. The watchman laa closure device was deployed and released in the laa of the patient. After this, the pericardial effusion was tapped and drained, where 800cc were removed. The patient was doing fine following these events. Post procedure, the patient experienced an ischemic stroke. The patient is undergoing more diagnostic tests, but they are recovering and doing well. There were little to no deficits seen by the nursing team. The patient has since been discharged from the hospital.